Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a diagnosis procedure was performed when the issue happened. The procedure was delayed and completed using same system. A field service engineer (fse) visited onsite and confirmed the flex vision monitor unable to display live image. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the flexvision monitor was unable to display the live image. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.